Event description:
On 23 december 2025, gore was notified of an incident involving two gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). According to the report, on (B)(6) 2025, a branched endovascular aneurysm repair (bevar) procedure requiring coeliac artery stenting was attempted on a patient with unknown demographics using a 13 mm vsx device. The device was introduced through a 10 fr flexor® introducer sheath (cook medical), however the vsx device reportedly could not be advanced through the sheath. Resistance was reportedly felt and finally when tracked to the target vessel, the deployment string could not be pulled, and only could see 1-2mm being deployed. The vsx device was subsequently removed. A second 13 mm vsx device was attempted with a 12 fr flexor® introducer sheath but reportedly deployment issue was encountered. According to the report, despite pulling on the deployment cord the vsx device bent back on itself and they halted. The physician reportedly tried to pulled the whole system back and readvanced but they experienced the same bending on deployment cord pulling. The vsx device was reportedly removed from the patient without issue and attempted a small amount of deployment on the bench which seemed normal and fine. However, they didn¿t want to attempt a deployment again within the patient. No patient harm has been reported. According to the report provided, the clinicians admitted that this is not fault of the reported first vsx devices but due to the use of 10 fr flexor® introducer sheath, which was against the IFU recommendations.

Event description:
On 22 december 2025, gore was notified of an incident involving two gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). According to the report, on the same date, a branched endovascular aneurysm repair (bevar) procedure requiring coeliac artery stenting was attempted on a patient with unknown demographics. However, the two vsx devices allegedly failed to deploy during the procedure. One vsx device reportedly failed to deploy while another vsx device became stuck and buckled in sheath during deployment. No additional details, such as the patient impact, were provided at the time of notification. Further information has been requested.

Manufacturer narrative:
H6 investigation findings c19 refers to the product history review: a review of the manufacturing records for the device verified that the lot met all prerelease specifications. Further investigation is being conducted and will be included in the final report. The device return to gore is currently being arranged. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation findings and conclusion: the reported advancement difficulty through an introducer sheath could not be independently confirmed as no items were returned for an assessment of product performance. The reported event details indicate a 13 mm x 5 cm viabahn® device was advanced with resistance through a 10 fr cook® flexor® check-flo® introducer sheath. The 13 mm diameter device configuration is not compatible with the 10 fr cook® flexor® check-flo® sheath per accessory sizing recommendations as indicated in the IFU and device carton labeling. Therefore, the root cause of the advancement difficulty is consistent with unintended use error as reported, specifically user does not use a compatible sized introducer sheath. The reported partial deployment could not be independently evaluated with the items available for review. A relationship between the deployment issue and incorrect accessory sheath selection could not be confirmed nor dismissed. The gore® viabahn® endoprosthesis with propaten bioactive surface instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: ¿special care should be taken to ensure that compatible introducer sheath(s) and guidewire(s) (table 1a and table 1b) are selected prior to endoprosthesis introduction. Failure to do so may result in damage to the endoprosthesis, endoprosthesis dislodgement from the delivery system, endoprosthesis bowstringing, partial or inaccurate deployment, vessel damage, and/or ischemic complications, potentially requiring surgical intervention.¿ the IFU also states: ¿the 13 mm diameter device is not compatible with the 10 fr cook® flexor® check-flo® introducer.¿